Event description:
It was reported that the patient reports that she had aortic valve surgery in 2013 and did not have relief after surgery. She reports she had pain all over her body from poor circulation, had trouble breathing and could not walk and was tired all the time. It was stated that the surgeon performed testing and stated the heart valve was not functioning properly and a replacement would be needed. In (B)(6) 2016 the patient underwent a second heart valve surgery. It was reported that the surgeon stated the valve looked corroded after explant and the surgery took a few extra hours to explant the valve.